Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 130760042, lot number 5293720. Device history review: the DHR analysis of the batch 5293720 shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in july 2017 if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that after passing the 42 eccentric glenosphere during an xtend reverse, the threaded part of the implant, which appeared flattened and damaged, would not engage into the metaglene. After several attempts to make this implant work, the surgeon passed a new glenosphere which engaged easily. There was a 5-7 minutes surgical delay. Doe: (B)(6) 2018; right shoulder.